Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/20/2024, it was reported by an arthrex employee via (B)(4) that (2) ar-9625 3.0 mm hex drivers tips broke off. This occurred during a case.

Event description:
On 08/26/2024 additional information was provided by the arthrex employee via email who stated that the event happened on 08/20/2024. The procedure performed was an rtsa. Both devices broke while inserting peripheral screws by technique guide. An arthrex rep was present. The patient's bone quality was normal. A standard 3.0 drill was used to prepare the bone socket for insertion per technique guide. Not all fragments were removed as the tip was stuck in the head of the driver. A third driver was used to complete the procedure. There was a 45-minute delay in the procedure and it was uncertain if additional anesthesia was needed.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9625 serial/batch number (B)(6) was received for investigation. The visual evaluation found that the hex tip was broken. The fragments weren't returned for assessment. Functional testing was not performed as the device was damaged. The most likely reason for the reported failure can be attributed to misuse due to excessive forces used. The manufacturing date is 2020.